Manufacturer narrative:
Combination product: yes.

Event description:
After several pre-dilatation, the orsiro stent system was introduced but cannot access to lesion due to heavy calcification in the mid rca. After withdrawal out of patient, it was detected that the stent was damaged. Additional pre-dilatation was performed, and two other stents were implanted. The pci procedure was successful with no complication.